Event description:
It was reported that the deep brain stimulation (dbs) patient experienced extended charging times for the implantable pulse generator (ipg) following a surgical procedure. It was assessed that possible electrocautery damage to the ipg likely occurred during the previous procedure. The patient underwent an ipg revision procedure, during which their ipg was explanted and replaced. The patient is doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced extended charging times for the implantable pulse generator (ipg) following a surgical procedure. It was assessed that possible electrocautery damage to the ipg likely occurred during the previous procedure. The patient underwent an ipg revision procedure, during which their ipg was explanted and replaced. The patient is doing well postoperatively.

Manufacturer narrative:
The implantable pulse generator (ipg) was returned and analyzed, confirming the reported issue of extended charging times. The device passed both visual and functional testing without any detected anomalies. Internal electrical measurements were within the expected range and did not reveal any irregularities. However, a review of the data log indicated that the stimulation-off depletion rate was above the normal range following a surgical procedure. This allowed the battery to deplete to 3.66vdc, which is lower than the patients average of approximately 3.85vdc. The issue may have been caused by sustained damage or a malfunction in an integrated circuit (ic), possibly due to the use of electrocautery during the procedure, causing the ic to lock in a state of increased current draw. A magnet reset was performed prior to explanting the ipg, successfully restoring the stimulation-off depletion rate to normal levels. The lower voltage required additional time for the ipg to fully charge, and post-charge attempts showed continued abnormal depletion rates until the magnet reset was applied. Despite this, internal electrical measurements remained within expected parameters, indicating no permanent damage from electrocautery. Additionally, a labeling review did not identify any inconsistencies.